Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5124022.

Event description:
It was reported that patient experienced inadequate pain relief despite reprogramming attempts. X-ray showed that the leads had migrated. The patient underwent a revision procedure wherein leads were added and the existing leads were repositioned. The patient was doing well postoperatively.